Event description:
During the fitting of a (B)(6) female pt a pt svc rep (psr) called zoll customer support to report that the battery charger produced smoke when one of the batteries was inserted into the battery charger produced smoke when one of the batteries was inserted into the battery charger. The pt was issued a replacement battery charger and battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (equipment problem during pt set-up) has been confirmed. Upon investigation the battery charger's printed circuit board had thermal damage to the battery connector and component u13. The root cause of the thermal damage was unable to be positively identified, but was likely liquid ingress, as the psr observed liquid contamination in the battery charger. Device eval of battery pack sn (B)(4) has been completed. The reported problem (equipment problem during pt set-up) has been confirmed. Upon investigation, the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse was likely caused by the defective components in the battery charger. No adverse event resulted from the damaged battery charger or blown battery fuse. The pt received a replacement battery charger and battery pack. Device manufacture date: battery charger sn (B)(4): 9/2007.